Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump had loss power without a low battery or replace battery alarm occuring. The power loss was found based on the total daily delivery values recorded by the pump history. The pump history showed that the total daily delivery was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: a review of the pump history showed two unexplained loss of primes. No power issues occurred during investigation. Evaluation revealed that there was corrosion in the battery compartment. There were no cracks found in the battery compartment. The threads in the battery compartment and on the battery cap were found to be fully intact. The battery cap was able to fully secure to the pump. The battery cap contact height and width measurements were found to be within the required specifications. A leak test was performed and no leaks were found. The pump was opened and no moisture was found in the pump case or on the pump¿s internal components. There were no defects found on the power circuits.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.